Event description:
The customer reported that the system's power cable connector would not function as intended. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply cable connections were cleaned and repaired. The system was tested and found to be working as intended and put back into service.